Event description:
It was reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary was used during a biliary stenting procedure on a male pt. According to the complainant, the stent was implanted in 2008, however, the stent was not visible during a follow-up checkup in 2009. It is believed to have passed with stool via normal peristalsis. Another wallstent endoprosthesis endoscopic biliary stent was implanted successfully a week later. There has been no report of injury as a result of this event. At the conclusion of the procedure, the pt was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.